Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) presented to the emergency room (ER) with reports of shocks. It was found that inappropriate anti-tachycardia pacing (atp) was delivered for supraventricular tachycardia (svt) which caused rhythm acceleration resulting in ventricular fibrillation (vf). Then, a 41 joule shock was delivered to treat the vf. It was noted that this happened twice. The patient was to continue routine follow up. The device remains in service. No additional adverse patient effects were reported.